Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not connecting.the customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(4) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(4) was performed from the date of manufacture, 23-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, the technical support specialist (tss) checked the data synchronization logs for the station and reviewed the windows event viewer. The tss found numerous network disconnections occurred, indicating that the station was intermittently losing communication with the server. The tss requested their biomedical team to verify the data cable connection and inspect the network wall port to determine the cause of the connectivity issue. No response received from the customer. The case was closed and no additional information was available.